Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up noise was observed when patient laid on his left side and took deep breaths. X-ray was taken and no anomalies were observed on the lead. The device was reprogrammed. Patient condition was good. Lead remains implanted.